Event description:
Boston scientific received information that this right atrial lead was surgically abandoned as it was not functioning properly. No additional information could be obtained, and no adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned. No further information is available. This report will be updated if more information becomes available.